Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was used during a posterior mesh repair procedure on (B)(6) 2013. According to the complainant, during the procedure, when pulling the first mesh leg through the ligament without the capio device, the capio bullet needle detached. It was reported that there was some resistance when pulling the leg assembly, but the resistance was not excessive. The breakage occured where the hemostats were positioned, and some of the suture was still attached to the detached needle. The procedure was completed with another pinnacle posterior pelvic floor repair kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the event: needle detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.